Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic low anterior resection, there was a circular stapler that the anvil came off during the firing. They had to retrieve the anvil, trans-anally. There were no patient consequences reported.